Event description:
The leads were returned to the manufacturer for analysis, analyzed, and subsequently tested out of specification. Later review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the patient's death was device related. Later follow up with the clinic reported the cause of death was sepsis caused by a urinary tract infection and "that it had nothing to do with the pacemaker." The patient's last clinic visit had been (B) (6) 2009.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B) (4) outer insulation separation. Proximal segment returned and analyzed. (B) (4) outer insulation separation. Proximal segment returned and analyzed. (B) (4) no anomalies found.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B) (4) outer insulation separation. Proximal segment returned and analyzed. (B) (4) outer insulation separation. Proximal segment returned and analyzed.

Event description:
The leads were returned to the manufacturer for analysis, analyzed, and subsequently tested out of specification. Later review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the patient's death was device related. Later follow up with the clinic reported the cause of death was sepsis caused by a urinary tract infection and "that it had nothing to do with the pacemaker." A urine culture was done and cultured out (B) (6). The patient's last clinic visit had been (B) (6) 2009.